Event description:
Reporter indicated via clinic notes that the patient may have experienced an increase in seizures and will be referred for a generator replacement due to suspected end of service. The writing was not legible for the allegation of an increase in seizures. Attempts to obtain information from the patient's neurologist including the relationship of the increase in seizure activity to the end of service of the device and confirmation that the patient experienced an increase in seizures have been unsuccessful to date. No programming or device diagnostic history is available on the patient in the in-house database. The patient has been referred for a surgical consult, and surgery is pending.